Event description:
Palacos cement was put on the surface of the prosthesis and put into the pt. After the normal waiting time (12 min.) For cement curing; the leg was flexed to approx 90 degrees. The femur got loose and all the cement was sticking to the bone. The or nurse reported that the prosthesis felt "greasy."